Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was unable to communicate with the flexvision computer within 105 seconds, which prevents the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed reported issue. Rse advised the customer to examine the bios battery problem with the flex vision pc, ensure that the network cable connections are secure, and confirm that the network switch (ts) is powered on. Upon troubleshooting and log file review, the onsite service philips field service engineer (fse) confirmed that there was no problem. The device was operational as there was no issue found, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.